Event description:
It was reported that the customer received a no delivery alarm on the insulin pump, which was resolved by a complete set change. The alarm may have been caused by an occlusion or connection issue between the insulin infusion set and reservoir. The customer's blood glucose was 92 mg/dl. It was not possible to troubleshoot as this was a past event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.